Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not provided. No action was taken for the high bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.